Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) would not program. The facility tested the epg was unable to find a problem. The epg will not be returned at this time. No patient complications have been reported as a result of this event.